Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the available information, the cause of the reported pericardial effusion and hypotension cannot be definitively determined. Additionally, the reported patient effect of pericardial effusion and hypotension are listed in the mitraclip system instructions for use, and are known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 mitral regurgitation (mr) for a mitraclip procedure. During the procedure, there was a challenging transeptal puncture, but it was completed successfully. Two mitraclips were implanted successfully. While discontinuing the procedure, the patient experienced a pericardial effusion (pe) and low blood pressure. Periodical-synthesis was performed successfully. There were no clinically significant delays reported.